Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1005 indicative of an open circuit condition detected during shock delivery. Troubleshooting revealed that one shocking vector had high out-of-range shock impedances on the right ventricular (rv) lead. An x-ray was unremarkable. The device was reprogrammed and the patient will be monitored. No adverse patient effects were reported. The device and lead remains in service.